Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that multiple ilet pumps displayed an unresponsive touchscreen during startup, remaining stuck on the ¿do you see drops¿ prompt and not allowing selection of ¿yes,¿ which prevented completion of setup and required the user to continue insulin administration via manual injections. The reported issue resulted in an inability to use the pump for insulin delivery and led to an interruption of automated therapy. Replacement units were shipped, and return of the original devices was requested. Customer service performed troubleshooting and attempted to verify device power cycling and completion of setup. The investigation included requests for return of the affected devices to enable further analysis. Investigation of this case revealed a persistent startup screen lock and unresponsive user interface consistent with a malfunction of the display or user input subsystem during priming confirmation. Based on previously established findings for similar reports, the cause was determined to be inconclusive pending device evaluation. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.